Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient asked the tubing should be sold separately so that they can get them before they get urinary tract infection or yeast infections. It was unclear whether patient currently had an infection. Patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection or yeast infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient asked the tubing should be sold separately so that they can get them before they get urinary tract infection or yeast infections. It was unclear whether patient currently had an infection. Patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection or yeast infections.

Event description:
It was reported that the patient asked the tubing should be sold separately so that the patient can get them before they experience a urinary tract infection or yeast infections. It was unclear whether the patient currently had an infection. The patient had been using the purewick products more than 90 days. It is unknown what medical intervention was provided for urinary tract infection or yeast infections.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.